Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an 80-year-old patient was receiving the following infusions due to admitting diagnosis of septic shock: levophed (4mg/250 ml normal saline at 0-2mcg/kg/min.), vasopressin (0.03 units/min.) And dextrose 10% infusion at 25ml/hr. However, the incorrect vasoactive drip (levophed) was reportedly turned off. Due to the event, the drip had to be restarted and titrated up. The patient reportedly expired. Bd received additional information. Per customer (assistant nurse manager, intensive care unit), the event was due to use error - levophed was turned off by mistake but should have been left infusing. It was reported that the "employee thought she stopped zosyn and disconnected line from the patient." The event occurred on 28 october 2024 approximately between 0200-0300. The patient reportedly passed away on (B)(6) 2024 at 0321. Per report, the primary cause of death was septic shock, and the secondary cause of death was acute pneumatosis/toxic megacolon.

Event description:
It was reported that an 80-year-old patient was receiving the following infusions due to admitting diagnosis of septic shock: levophed (4mg/250 ml normal saline at 0-2mcg/kg/min.), vasopressin (0.03 units/min.) And dextrose 10% infusion at 25ml/hr. However, the incorrect vasoactive drip (levophed) was reportedly turned off. Due to the event, the drip had to be restarted and titrated up. The patient reportedly expired. Bd received additional information. Per customer (assistant nurse manager, intensive care unit), the event was due to use error - levophed was turned off by mistake but should have been left infusing. It was reported that the "employee thought she stopped zosyn and disconnected line from the patient." The event occurred on (B)(6) 2024 approximately between 0200-0300. The patient reportedly passed away on (B)(6) 2024 at 0321. Per report, the primary cause of death was septic shock, and the secondary cause of death was acute pneumatosis/toxic megacolon.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2024-42647 and 2016493-2024-42649.